Event description:
During open reduction internal fixation of fractured left femur with dr (B) (6) -attending - & dr (B) (6) - resident. The tip of a synthes guide pin approximately 2.5 cm in length broke off. Dr (B) (6) said the pin was not in or near anything vital - e.g nerves or vessels - so it was left in pt's bone. Dates of use: (B) (6) 2010. Diagnosis or reason for use: internal fixation of fractured left femur. Event abated after use: yes.